Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Additionally, it was reported that the pump battery could not be charged. Customer¿s blood glucose level was 100-200 mg/dl. Customer reverted to an alternate method of insulin therapy.